Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: are there pictures of the reaction? Additional information was requested and the following was obtained: please provide the lot number reported in this event? Lot number not available, surgeon couldn¿t remember which code of 3-0 monocryl plus used are there sterile samples from the reported finished goods lot available for testing? No. The product complaint form indicates the allergic reaction was discovered pre-op. Please confirm how the reaction was discovered pre-op? What type of testing was done? Patch testing. After surgery patient had red rash around incision, discovered after patient did inform staff she has an allergy to triclosan, was not reported at time of surgery that she was allergic to triclosan. What were the patient¿s symptoms? Red rash. If so, how were the symptoms treated? Unknown. What is the patient¿s current health status and condition? Good removed suture and used a non plus code. Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc? Yes undisclosed allergy to triclosan. Patient was closed with 2-0 vicryl and 3-0 monocryl. Patient presented with red rash around incision. It was later confirmed that patient did not disclose upfront that they had allergy to triclosan, patient wasn¿t aware this hospital had antibacterial suture. They then removed sutures and found non-plus codes to close incision. Surgeon said patient discovered they had allergy to triclosan through use of consumer products containing triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the 2-0 vicryl a plus suture? Was the 2-0 vicryl and the monocryl 3-0 removed from the patient? Note: events reported via mw 2210968-2020-01764, 2210968-2020-01765.

Event description:
It was reported that the patient underwent aortic valve repair on an unknown date and suture was used for closure. After surgery patient had red rash around incision. The patient did not disclose prior to the procedure that they had allergy to triclosan. It was reported that the patient was not aware the hospital had antibacterial suture. It was reported that the patient discovered they had allergy to triclosan through use of consumer products containing triclosan and that the patient underwent patch testing. Following the procedure, the patient underwent removal of suture and was resutured with a different suture to close the incision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, medwatch report 2210968-2020-01764 are not reportable. The following additional information was obtained: was the 2-0 vicryl a plus suture? No. Was the 2-0 vicryl and the monocryl 3-0 removed from the patient? No, the 3-0 moncryl used was not a plus code. The patient had a reaction to plus suture in the past during a different surgery. The patient informed the surgical staff prior to the aortic valve repair of this allergy. Therefore no plus was suture was used on this patient during the aortic valve repair. It was also reported that that the patient experienced no reported issue related to the ethicon devices used during the aortic valve repair. Note: event related to reaction during an unknown surgery reported via mw 2210968-2020-02550 and 2210968-2020-02551.